Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Imaging was obtained which showed the electrode had moved down quite a bit. This patient was noted to be large. Primary and secondary vectors looked good. Defibrillation threshold (dft) testing was performed one day post implant, which successfully converted, with a shock impedance measurement of 83 ohms. Technical services (ts) discussed with the field representative that sensing and conversion was fine today with testing however unsure whether this will continue as the electrode is not where it was originally placed. This s-ICD remains in service. No adverse patient effects were reported.